Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:42:58. During night drain cycle five, the patient's ultrafiltration reading was 1213ml, indicating the patient drained 1213ml more than their maximum programmed fill volume of 2000ml. No additional information is available.